Event description:
New information received reported that the right atrial lead also exhibited noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a routine pulse generator changeout. During the procedure it was discovered that the insulation of the right atrial lead was peeled back. The lead was capped and replaced on (B)(6) 2018 and the patient was asymptomatic before, during, and after the procedure.